Event description:
It was reported during a tka the generator error f6 (rf module communication with the controller processor has failed) appeared, it was rebooted and it immediately error displayed a f2 (self-test fault) error. It was rebooted again and the grounding pad and hand piece were unplugged and they were able to continue the case. There was not a negative impact on the pt only a delay while we rebooted and tried to address the issues.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in poor condition, with dark on the lid. One of the bottom nylon screws was broken. One of the long internal bumpers was broken off. The f5 and f6 faults were confirmed. An f5 fault will occur when the dc power supply boots into an uncertain state. For safety reasons, the system must be power-cycled before it can deliver rf energy. The f6 fault indicates a temporary loss of communication between the ucb and the rf controller. For safety reasons, the system will cease delivering rf energy and require a reboot before it will deliver rf energy again. Rebooting cleared the faults in both cases. The unit was repaired and applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.